Event description:
It was reported that the survey respondent mentioned about hematuria and bladder stone(s) when they were asked for any complications faced while using the bard lubricant silicone hydrogel coated male length foley catheter 1758 (12-24). No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿occlusion from biological materials¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (foley catheter) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the survey respondent mentioned about hematuria and bladder stone(s) when they were asked for any complications faced while using the bard lubricant silicone hydrogel coated male length foley catheter 1758 (12-24). No medical intervention was reported.